Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings:.there are multiple scratches along the display lens. Battery cap not returned with pump. Test cap used during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported that the display screen of the subject pump was severely damaged/scratched resulting in difficulty reading the display screen. It was reported that the damaged display screen was observed for quite some time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.